Manufacturer narrative:
A visual evaluation of the device found that the inner and outer extrusions were both kinked. A functional evaluation found that the needle would actuate and would extend and retract, but resistance was felt during extension and retraction of the needle. It appears that during preparation the device became damaged causing the extrusions to bind against each other, thus not allowing the needle to extend and retract properly. The most probable root cause is handling damage. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in a procedure (event date unknown). According to the complainant, the interject injection therapy needle was removed from the packaging and tested outside of the patient. It was noticed that the needle would not fully extend from the catheter. The needle only extended approximately halfway. The account reported no visible damage to the device. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; difficulty retracting the needle.